Event description:
The device was returned for service for occurrence of failure code 533. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.